Event description:
According to the reporter: there was bleeding in the staple line using the appropriate white load. The pt was transfused and experienced extended hosp stay. Further details and return of the device have been requested.

Manufacturer narrative:
(B)(4).